Event description:
A customer reported a high blood glucose level displayed as "high"; although specific value was not provided. The customer administered a correction bolus via their pump and declined further assistance or a supplies/system check, indicating no additional intervention was required.